Manufacturer narrative:
(B)(4). The pump remains in use supporting the patient, and no further issues have been reported. A correlation between the device and the stroke could not be determined. The instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had become irritated the night of the implant so it was decided to wait until the following day to extubate. The patient was kept sedated overnight. While weaning the patient for extubation the next day, the patient again became agitated and it was noted that the left side of the patient's face was flaccid. After extubation, the patient was unable to speak. A head CT revealed an ischemic stroke (site not specified) and the patient is being followed by a neurologist. The health care professionals are reportedly uncertain as to why the patient cannot speak given the site where the stroke was seen on the CT scan. The patient is being monitored. No additional information was provided.